Event description:
Staff in cardiac surgery have had difficulties with opening the sterile package of stainless steel wires. Nurse attempted both ends and white plastic would rip and not allow package to be opened in a sterile fashion. Three separate packages were attempted without success.what was the original intended procedure?opening sterile product for or.